Manufacturer narrative:
Colonic ftrd was used for the treatment of a polyp in the appendix. The clip was successfully deployed. During tissue resection the ftrd snare broke and tissue was resected with another snare. Ftrd grasper cannot be removed from tissue. Grasper removal caused perforation which needed to be closed by surgery. The device in question was partly returned. The grasper was not returned and therefore not part of the technical analysis. Upon technical analysis the device was in accordance with its specifications. There are no indications of a product malfunction. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".

Event description:
Colonic ftrd was used for the treatment of a polyp in the appendix. The clip was successfully deployed. During tissue resection the ftrd snare broke and tissue was resected with another snare. Ftrd grasper cannot be removed from tissue. Grasper removal caused perforation which was managed by surgery.